Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump lost power. It was noted that the battery was changed but the pump did regain power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following finding: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation using the returned battery cap. The battery cap was able to be fully secured to the pump. No power losses occurred during investigation. The battery cap contact height and width measurements were found to be within the required specifications. The battery compartment was intact; no damage was observed. The pump was exercised for 24 hours with no power reboots, power losses or call service alarms occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of the pump losing power and not powering back on was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.